Event description:
A (B)(6) patient underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2010. An event was reported due to bleeding at suture sites. During one of the probe placements for the procedure, the cyst lying above the lesion was punctured. The surgeon placed a drain before he sutured the site. The patient was not discharged due to bleeding at the suture sites.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the bleeding at the suture site could not be ascertained. Hemorrhage is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).